Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. It was reported that the patient was sitting at the table, went pale and passed out. The patient was reported to be unresponsive for several minutes. Boston scientific technical services (ts) recommended performing a patient initiated remote interrogation. A remote interrogation was performed however, the cause of the syncope is unknown. The patient refused to be evaluated in the office. This product remains in-service.